Event description:
The manufacturer was contacted in reference a dreamstation auto CPAP device. The patient alleges mold was noticed in the device and on the humidifier lid. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient uses dawn dish soap weekly to clean the device along with rinsing and air drying the device. The patient removes the hose, headgear, water tank, and washes those parts with dish soap weekly. The patient uses a q-tip to clean the residue out of the tank toward the end of each week. The patient removes the reusable filter, and rinses with regular water and air dries the filter. The patient did not realize, after speaking with a respiratory therapist, that the lid and dry box seal needed to be cleaned as frequently as the manual recommends. The patient will order new seals and follow proper cleaning frequency. The device was not requested for return at this time.